Event description:
The wire was in patient. The md tried to thread the cannula over the wire and could not advance it. Had a problem removing the dilator also. It was stuck. Had to pull the entire cannula, dilator and wire out of the patient and open a new kit and start over. Manufacturer response for venous femoral cannula, bio-medicus (per site reporter). Unknown at this time.